Manufacturer narrative:
The t:slim pump user guide indicates that the correction bolus request must be confirmed and then delivered. The product has not been returned for evaluation. Should ne relevant information becomes available a supplemental report will be submitted.

Event description:
It was reported that the customer was not acknowledging the bolus requests and blood glucose levels were elevated. During troubleshooting with tandem technical support, contact understood that the customer should acknowledge the bolus confirmation instead of canceling.